Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely, that image failure occurred, because communication failure occurred, due to faulty cable. As to cable damage, we checked the contents described in the instruction manual at the time of product shipment and found the following descriptions. We determined, that the reported phenomena might be prevented, by following these descriptions. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had a noisy image (subject can be recognized). It is unknown when the issue was found. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found to be image failure ¿ sudden loss of vision. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus and the evaluation found an image failure. Additional issues were identified during the device evaluation: cable damage penetration at cable section, connector section electrical contact dents, scope mount corrosion at camera head, free lock corrosion at camera head, adhesion at camera head, flooding on main body part on camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.